Event description:
Pt had bilateral breast implant removal with capsulectomies due to bilateral rupture of silicone gel breast implants. Inspection of the implants showed no markings regrading manufacturer or size. The pt had symptoms of silicone gel implant rupture for approximately 5 years. MRI showed extracapsular rupture on the right side and an intracapsular rupture on the left side. The implants had been originally placed approximately 20 years previously.